Event description:
It was reported the pt underwent surgery to repair a left arm radial head fracture and dislocation. A katalyst radial head was implanted. The surgery was completed and the surgical site was closed. The surgeon maneuvered the pt's elbow to take postoperative x-rays, and noted a "pop. The x-ray revealed the (radial) 'head had popped off the stem'. The surgeon reopened the surgical site, removed the original implanted radial head and replaced it with a new one. The surgeon said he felt the loose soft tissue structure from the dislocation may have contributed to the device malfunction.

Manufacturer narrative:
The device involved in the reported incident was discarded and is not available for eval. An investigation has been initiated based on the reported info.